Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported eight wafers were made off center, so much that the end user could not use it. No photo was provided.

Manufacturer narrative:
No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 8a03528 and malfunction code ost-pmc1.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 4.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed. Lot 8a03528 was manufactured on 01/19/2018, form fill and seal #1 line, with a total of (B)(4) units. Complaint investigator ID 6055 performed a batch record review on 09/28/2020, description steem syn moldable cvx33/45mm(1x10pk)nl to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1165362 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092.